Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-jan-2026, it was reported by a competent authority via email that the tip of an ar-13995n multifire scorpion needle broke off intraoperatively and remained within the surgical site. The fragment was identified by the rn upon removal of the instrument. The surgeon determined that retrieval of the retained fragment was not necessary. The event occurred during a shoulder arthroscopy procedure performed on (B)(6) 2026 with no patient harm reported.